Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred. Customer's blood glucose level was between 147-148 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.